Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and to resolve the reported issue of the customer higher delivered tidal volume (500 - 560ml), the flow valve was replaced.

Event description:
The customer reported to vyaire medical that the lap top ventilator has higher delivered tidal volume. At this time, there is no information regarding patient involvement associated with the reported event.